Event description:
As reported; " reporter stated via email that their site had identified a ¿couple¿ nail breakages at their site (in reference to t2 alpha femur retrograde). No other information was provided. I received the following information from the surgeon on one of the failure cases: ¿only one patient (1.7%) experienced mechanical nail failure. This patient was a 65-year-old female with bmi 53.4 and history of advanced chronic kidney disease who sustained a native distal femur fracture (ota 33-a3). A 12 mm nail was used at index surgery along with two anterior to posterior screws adjacent to the nail in the proximal metaphysis to prevent the ¿bell clapper¿ effect. At 10 months postoperatively, this patient presented to the emergency department with 2 days of atraumatic right thigh pain and was found to have nonunion with nail failure through the most proximal hole of the distal cluster. Of note, she had the distal medial-lateral oblique screw removed at four months postop due to irritation from prominent hardware.¿

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.